Event description:
It was reported that during a low anterior resection procedure when the surgeon fired the device it seemed okay and a leak test was performed with no anomalies. A loop illeostomy was performed. The next day the anastomosis was being performed when the staple line was found to be slightly leaking. Surgeon oversewed the staple line before continuing. There was no pt consequence.

Manufacturer narrative:
Date sent: 06/21/2007. Information anticipated, but unavailable at this time.